Event description:
It has been reported that the device has failed a self-test.

Manufacturer narrative:
Updated catalog number and brand name.

Manufacturer narrative:
Updated: FDA product code, model number and catalog number.